Manufacturer narrative:
The customer¿s products have been requested for return. The investigation is ongoing. Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 3.3 inr and the result from a laboratory using neoplastin reagent was 4.4 inr. The therapeutic range was 2.0-3.0 inr.